Event description:
It was further reported that there was also a rise in pacing thresholds.

Event description:
It was reported that the patient jumped off the back of a truck and a lead alert was generated for right ventricular lead impedance high. Daily lead impedances were also found to be high. Further testing was recommended. Reprogramming was done and the lead remains in use no patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted the resistance/impedance was high. There is one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly pace lead impedance trend data shows an increase for minimum and maximum ventricular pace bipolar impedance equal to 950 to 1672 ohms peak between (B)(4) 2012.

Manufacturer narrative:
(B)(4).